Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
He states that his customer says, the front crossbraces do not seat into the seat guides.